Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a coronary stenting treatment procedure, stent would not cross the lesion. Vascular access was obtained via femoral artery. The concentric, de novo with 20 mm long and 3.5 mm vessel diameter target lesion was located in the severely tortuous and mildly calcified right coronary artery. The lesion was noted to have a significant bend >45 and <90 degrees a 32 x 3.50mm taxus liberté drug eluting-stent encountered resistance during advancing and was not able to cross the lesion when the physician tried to implant the stent. Pre-dilatation was performed with a non-bsc balloon catheter and the procedure was completed with the deployment of a 3.5x20 taxus liberté drug-eluting stent. No patient complications were reported and the patient status is stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. Initial visual examination of the returned device noted distal stent strut damage, as a strut was bent back proximally. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No further damage was noted on the returned device which could have contributed to the reported complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).